Event description:
It was reported that the pta balloon catheter shaft broke. Reportedly, the catheter was very brittle. There was no reported retraction difficulties. There was no reported patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. The investigation is confirmed for breaks in the outer catheter shaft, as there were multiple circumferential outer shaft breaks found along the length of the outer catheter. It is possible that the outer catheter shaft was exposed to additional heat, uv light, or some type of chemical. It is unknown when the outer catheter shaft became brittle. However, the root cause is likely not manufacturing related as the outer catheter break strength/elongation and a hoop stress test. Per the reported events, the balloon was being used for a melody valve procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.